Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that during picco catheter placement guidewire became uncoiled. There was no patient harm. Manufacturer's ref#: (B)(4).